Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie did not receive one implant for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & events. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and one other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are patient factors and improper techniques. Therefore, based on the available information, a device malfunction could not be verified. The reported events were non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimvie complaint (B)(4), a4: patient weight is not provided / unknown.

Event description:
It was reported that failed integration, there was sinus perforation and bone loss. Tooth #14 (universal). The implant was removed.